Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "treated an emergency with the ankle joint open and dislocated, and lower it. On (B)(6) 2019, the internal fixation was added. Since the second half of the year has passed, he was overloaded. A follow-up examination confirmed the breakage. It was a fusion failure. Scheduled for re-operation on (B)(6) 2019."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event, patient¿s medical records as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "treated an emergency with the ankle joint open and dislocated, and lower it. On (B)(6) 2019, the internal fixation was added. Since the second half of the year has passed, he was overloaded. A follow-up examination confirmed the breakage. It was a fusion failure. Scheduled for re-operation on (B)(6) 2019."